Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the pacemaker measured high out-of-range impedances and pacing inhibition on this right ventricular (rv) lead causing bradycardia. Surgical intervention was performed and the device and lead were replaced.